Manufacturer narrative:
Reliability engineering evaluated the product, and confirmed the loose particulate for the majority of the returned product. Some of the units had loose parent material from the packaging, and others were found to be free of particulate. Internal corrective action has been initiated in order to further investigate and resolve the issue. Ref: (B)(4).

Event description:
Reporter from (B)(6) reported debris in sterile packaging. It is unk if the device was used in surgery. It is unk if there was patient/user injury or medical intervention. Date of event is unk. If any additional info should become available, this notification will be updated accordingly.